Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen timed out during the fill tubing process. As the issue occurred in the past, troubleshooting was unable to be performed. Reportedly, the customer was able to turn the screen back on, complete the fill tubing step, and resume insulin delivery. There was no known impact to the customer's blood glucose.